Event description:
It was reported by a surgeon that a vns pt had a high impedance upon normal mode diagnostics. Follow up with surgeon revealed that normal mode and system mode diagnostics were dcdc=6 and dcdc=2, respectively, indicating normal impedance values. Later, manufacturer was notified that pt was hospitalized due to inability to swallow, weight loss and increased seizures. The pt's vns therapy was reduced from 2.5ma to 1.75ma and the dc dc changed from 6 to 4 (reduction in impedance). Pt's caregiver also notified the manufacturer that magnet swipes were no longer aborting pt's seizures and pt did not take her medication, keppra, due to swallowing difficulties. However, after the pt was enrolled in a swallowing study, he started taking her medications and liquid foods which brought his seizures under control. The treating neurologist decided to keep pt's vns therapy on as the pt was doing well.